Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the graph was missing on the continuous glucose monitor. Customer's blood glucose level was 193 mg/dl. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy.